Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 242 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage on keypad traces noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.